Event description:
It was reported that the patient's pacemaker exhibited unspecified issue. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacer/lead mechanical complication was not confirmed. The device was returned for analysis. Analysis revealed the device was functioning normally, with no stripped setscrews. There were no lead insertion/removal problems. Lab testing verified that leads could be fully inserted into the connectors and that both atrial and ventricular setscrews could be tightened normally, with the wrench clicking as expected. No device anomalies were found. The device has normal device characteristics.